Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
During maintenance it was found that ventilator was showing technical failures, 300- device in failsafe and 542- ventilation sensor out of range. No patient involvement was reported.

Manufacturer narrative:
The device was evaluated by a zoll-trained distributor. The reported issue was resolved when a known-good main board was installed in the device. Based on this finding, the customer was advised to replace the main board to remedy the issue. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.